Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing to order sensors due to low blood glucose. Customer was advised that sensor could not be used with pump used. Customer reported that blood glucose had been 47 mg/dl due to healthcare professional changin settings which is why sensors were requested.